Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological, air bubbles in gel and no label or missing label information (all packaging levels). The following information was provided by the initial reporter: the customer stated ¿the following issues were found in tubes (367968): defective marking ×55 fm in gel ×5 damaged tube ×1 spot in tube ×1 dirty tube ×46 air bubbles in tube ×29¿.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 9/24/2020. H.6. Investigation: bd received samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for defective marking, fm in gel, scratch on tube, fm (embedded in tube), dirty tube (ink smear) and air bubbles in gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological, air bubbles in gel and no label or missing label information ( all packaging levels). The following information was provided by the initial reporter: the customer stated ¿the following issues were found in tubes (367968): defective marking ×55, fm in gel ×5, damaged tube ×1, spot in tube ×1, dirty tube ×46 & air bubbles in tube ×29¿.